Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 320883 batch no: unknown it was reported 3 each of the item 58320883 were crushed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 320883, batch no: unknown. It was reported 3 each of the item 58320883 were crushed.